Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the patient was alleging high and low blood glucose (bg) readings. The patient reported a high bg reading of 31.3 mmol/l (563 mg/dl) on (B)(6) 2011 at 9 am. In response to the reading, the patient claimed she bolused by injection and pump. The patient stated that her lunchtime reading was 6.0 mmol/l (108 md/dl) and she bolused for carbs. At dinner time, the patient tested at 1.8 mmol/l (32 mg/dl). The patient claimed the low may have occurred as a result of taking too much insulin by injection. In response to the low reading the patient reported treating with carbs. After treating, the patient claimed her bg was 23.3 mmol/l (419 mg/dl). At 11 pm that evening, the patient stated her son took her to the hospital. At arrival to the emergency room, the patient's bg was 16.6 mmol/l (299 mg/dl). The patient reported being discharged on (B)(6) 2011 at 3 am with a bg of 5.2 mmol/l (94 mg/dl). On the (B)(6) 2011 morning, the patient claimed her bg was 9.7 mmol/l (175 mg/dl) and reported having symptoms of nausea, sweating and testing positive for ketones. At the time of troubleshooting, the patient denied any issues with infusion set/site and the pump delivered insulin as programmed. However, the date was discovered to be incorrect (3 days behind). The battery was replaced on (B)(6) 2011, but the patient does not recall checking to ensure date was correct after battery change. The patient denied loss of power to the pump. This complaint is being reported because the patient reportedly developed hyperglycemia during the time period when the pump's date setting was incorrect.